Event description:
It was reported that the right ventricular (rv) lead had decreased and low impedance, low sensing value, poor sensing and increased threshold. When attempting to revise the rv lead, the screw helix would not retract after several turns on the rotation tool. After extraction of the lead, it appeared that there was some tissue lodged in the helix. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed. Analysis revealed that the helix/lobe was distorted/bent. The defibrillator conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. Apparent explant damage was noted. Visual analysis noted that the lead was returned with the helix partly extended and bent with blood and tissue on it. After the tissue was removed, it was noted that the helix was bent and would not retract fully.